Event description:
It was reported that the customer received a communication error alarm and an off no power alarm. Customer's blood glucose level was 138 mg/dl. Customer was stuck in the loop of clearing alarms. Customer stated that the pump resets and continues to do that. Customer declined further troubleshooting. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification and no alarms were noted. The insulin pump was received with minor scratches on the display window.